Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), bladder disorder ("bladder problem"), cervix carcinoma stage 0 ("adenocarcinoma in situ of the cervix/tumor/teratoma/cancer: type: adenocarcinoma of cervix") and urinary incontinence ("urinary incontinence/bladder or urinary problems or changes stress lead to urinary incontinence") in a 39-year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included sleep apnea (not recovered prior to essure) and nickel sensitivity (not recovered prior to essure). Concurrent conditions included morbid obesity, adenocarcinoma (endometrial curettage; endocervical bx; cold knife conization; autologous fascial slin), asthma, cystocele, contact dermatitis, sinus infection, common cold, blurring of vision, eyelid injury, enlargement of lymph nodes, chills, neck stiffness, elevated liver enzymes, tiredness, bronchitis, cholestasis intrahepatic, catarrh, oligomenorrhea, allergic reaction nos and bronchitis. Concomitant products included prednisone, salbutamol (albuterol) and vitamins. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced mood swings ("mood swings/hormonal changes: mood swings, severe exhaustion"). In 2015, the patient experienced cervix carcinoma stage 0 (seriousness criterion medically significant), urinary incontinence (seriousness criterion medically significant), fatigue ("severe exhaustion/ fatigue/fatigue"), headache ("headaches/migraine/headache/head pain"), nausea ("nausea/nausea"), allergy to metals ("nickel allergy/nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/vaginal discharge"), weight increased ("weight gain/weight gain/loss (specify: weight gain)"), respiratory tract infection ("constant respiratory infection/other injury or complications-please describe: constant respiratory infections") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder (seriousness criterion medically significant), asthenia ("weakness"), cough ("chronic cough"), urinary tract disorder ("urinary problem"), migraine ("migraines/migraine/headache"), breast tenderness ("breast tenderness"), mood altered ("mooodiness"), uterine spasm ("uterine spasms"), loss of libido ("lack libido") and insomnia ("lack of sleep"). The patient was treated with surgery (hysterectomy + salpingectomy), surgery (bladder surgery), surgery (endocervical bx; cold knife conization) and surgery (autologous fascial sling). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, headache and uterine spasm was resolving, the bladder disorder, cervix carcinoma stage 0, urinary incontinence, asthenia, cough, mood swings, urinary tract disorder, migraine, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, breast tenderness, mood altered, respiratory tract infection and abdominal pain outcome was unknown and the nausea, loss of libido and insomnia had resolved. The reporter considered abdominal pain, allergy to metals, asthenia, bladder disorder, breast tenderness, cervix carcinoma stage 0, cough, dysmenorrhoea, fatigue, headache, insomnia, loss of libido, migraine, mood altered, mood swings, nausea, pelvic pain, respiratory tract infection, urinary incontinence, urinary tract disorder, uterine spasm, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: respiratory tract infection, cough, nickel allergy. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs and mr received. Event abdominal pain was added. Patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), bladder disorder ("bladder problem"), cervix carcinoma stage 0 ("adenocarcinoma in situ of the cervix/tumor/teratoma/cancer: type: adenocarcinoma of cervix") and stress urinary incontinence ("urinary incontinence/bladder or urinary problems or changes stress lead to urinary incontinence") in a 39-year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included sleep apnea (not recovered prior to essure) and nickel sensitivity (not recovered prior to essure). Concurrent conditions included morbid obesity, adenocarcinoma (endometrial curettage; endocervical bx; cold knife conization; autologous fascial slin), asthma, cystocele, contact dermatitis, sinus infection, common cold, blurring of vision, eyelid injury, enlargement of lymph nodes, chills, neck stiffness, elevated liver enzymes, tiredness, bronchitis, cholestasis intrahepatic, catarrh, oligomenorrhea, allergic reaction nos and bronchitis. Concomitant products included multivitamin, prednisone and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced mood swings ("mood swings/hormonal changes: mood swings, severe exhaustion"). In 2015, the patient experienced cervix carcinoma stage 0 (seriousness criterion medically significant), stress urinary incontinence (seriousness criterion medically significant), fatigue ("severe exhaustion/ fatigue/fatigue"), headache ("headaches/migraine/headache/head pain"), nausea ("nausea/nausea"), allergy to metals ("nickel allergy/nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/vaginal discharge"), weight increased ("weight gain/weight gain/loss (specify: weight gain)"), respiratory tract infection ("constant respiratory infection/other injury or complications-please describe: constant respiratory infections") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder (seriousness criterion medically significant), asthenia ("weakness"), cough ("chronic cough"), urinary tract disorder ("urinary problem"), migraine ("migraines/migraine/headache"), breast tenderness ("breast tenderness"), mood altered ("mooodiness"), uterine spasm ("uterine spasms"), loss of libido ("lack libido") and insomnia ("lack of sleep"). The patient was treated with surgery (hysterectomy + salpingectomy), surgery (bladder surgery), surgery (endocervical bx; cold knife conization) and surgery (autologous fascial sling). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, headache and uterine spasm was resolving, the bladder disorder, cervix carcinoma stage 0, stress urinary incontinence, asthenia, cough, mood swings, urinary tract disorder, migraine, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, breast tenderness, mood altered, respiratory tract infection and abdominal pain outcome was unknown and the nausea, loss of libido and insomnia had resolved. The reporter considered abdominal pain, allergy to metals, asthenia, bladder disorder, breast tenderness, cervix carcinoma stage 0, cough, dysmenorrhoea, fatigue, headache, insomnia, loss of libido, migraine, mood altered, mood swings, nausea, pelvic pain, respiratory tract infection, stress urinary incontinence, urinary tract disorder, uterine spasm, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Pregnancy test urine: on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: respiratory tract infection, cough, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), bladder disorder ("bladder problem"), cervix carcinoma stage 0 ("adenocarcinoma in situ of the cervix/tumor/teratoma/cancer: type: adenocarcinoma of cervix") and stress urinary incontinence ("urinary incontinence/bladder or urinary problems or changes stress lead to urinary incontinence") in a 39-year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included sleep apnea (not recovered prior to essure) and nickel sensitivity (not recovered prior to essure). Current weight as of (B)(6) 2018: 260 lbs. . Concurrent conditions included morbid obesity, adenocarcinoma (endometrial curettage; endocervical bx; cold knife conization; autologous fascial slin), asthma, cystocele, contact dermatitis, sinus infection, common cold, blurring of vision, eyelid injury, enlargement of lymph nodes, chills, neck stiffness, elevated liver enzymes, tiredness, bronchitis, cholestasis intrahepatic, catarrh, oligomenorrhea, allergic reaction nos and bronchitis. Concomitant products included prednisone, salbutamol (albuterol) and vitamins nos (multivitamins). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced mood swings ("mood swings/hormonal changes: mood swings, severe exhaustion"). In 2015, the patient was found to have cervix carcinoma stage 0 (seriousness criterion medically significant) and weight increased ("weight gain/weight gain/loss (specify: weight gain)") and experienced stress urinary incontinence (seriousness criterion medically significant), fatigue ("severe exhaustion/ fatigue/fatigue"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache/head pain"), nausea ("nausea/nausea"), allergy to metals ("nickel allergy/nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/vaginal discharge"), respiratory tract infection ("constant respiratory infection/other injury or complications-please describe: constant respiratory infections") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder (seriousness criterion medically significant), asthenia ("weakness"), cough ("chronic cough"), urinary tract disorder ("urinary problem"), breast tenderness ("breast tenderness"), mood altered ("mooodiness"), uterine spasm ("uterine spasms"), loss of libido ("lack libido"), insomnia ("lack of sleep") and cardiac flutter ("fluttering"). The patient was treated with ibuprofen and surgery (autologous fascial sling, bladder surgery, endocervical bx; cold knife conization, endometrial curettage,autologous fascial sling and hysterectomy + salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, headache, breast tenderness, mood altered, uterine spasm and cardiac flutter was resolving, the bladder disorder, cervix carcinoma stage 0, stress urinary incontinence, asthenia, mood swings, urinary tract disorder, migraine, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, respiratory tract infection and abdominal pain outcome was unknown and the cough, nausea, loss of libido and insomnia had resolved. The reporter considered abdominal pain, allergy to metals, asthenia, bladder disorder, breast tenderness, cardiac flutter, cervix carcinoma stage 0, cough, dysmenorrhoea, fatigue, headache, insomnia, loss of libido, migraine, mood altered, mood swings, nausea, pelvic pain, respiratory tract infection, stress urinary incontinence, urinary tract disorder, uterine spasm, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Pregnancy test urine: on an unknown date: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: respiratory tract infection, cough, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), bladder disorder ("bladder problem"), cervix carcinoma stage 0 ("adenocarcinoma in situ of the cervix") and urinary incontinence ("urinary incontinence") in a 39-year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, adenocarcinoma (endometrial curettage; endocervical bx; cold knife conization; autologous fascial slin), asthma and cystocele. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced cervix carcinoma stage 0 (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder (seriousness criterion medically significant), urinary incontinence (seriousness criterion medically significant), asthenia ("weakness"), cough ("chronic cough"), mood swings ("mood swings"), fatigue ("severe exhaustion/ fatigue"), urinary tract disorder ("urinary problem"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), breast tenderness ("breast tenderness"), mood altered ("mooodiness"), uterine spasm ("uterine spasms"), loss of libido ("lack libido"), insomnia ("lack of sleep") and respiratory tract infection ("constant respiratory infection"). The patient was treated with surgery (hysterectomy + salpingectomy), surgery (bladder surgery), surgery (endocervical bx; cold knife conization) and surgery (autologous fascial sling). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, headache and uterine spasm was resolving, the bladder disorder, cervix carcinoma stage 0, urinary incontinence, asthenia, cough, mood swings, urinary tract disorder, migraine, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, breast tenderness, mood altered and respiratory tract infection outcome was unknown and the nausea, loss of libido and insomnia had resolved. The reporter considered allergy to metals, asthenia, bladder disorder, breast tenderness, cervix carcinoma stage 0, cough, dysmenorrhoea, fatigue, headache, insomnia, loss of libido, migraine, mood altered, mood swings, nausea, pelvic pain, respiratory tract infection, urinary incontinence, urinary tract disorder, uterine spasm, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet- all relevant medical history, concurrent condition were added. Events: mood swings, severe exhaustion, hysterectomy, bladder problems or changes, urinary problems or changes, migraines, headaches, nausea, nickel allergy, dysmenorrhea (cramping), adenocarcinoma in situ of the cervix, pain, vaginal discharge, fatigue, weight gain, moodiness, uterine spasm, lack of libido, breast tenderness, lack of sleep, constant respiratory infections and she did not undergo essure confirmation test were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), bladder disorder ('bladder problem'), cervix carcinoma stage 0 ('adenocarcinoma in situ of the cervix/tumor/teratoma/cancer: type: adenocarcinoma of cervix') and stress urinary incontinence ('urinary incontinence/bladder or urinary problems or changes stress lead to urinary incontinence') in a 39-year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included sleep apnea (not recovered prior to essure) and nickel sensitivity (not recovered prior to essure). Current weight as of (B)(6) 2018: 260 lbs. Concurrent conditions included morbid obesity, asthma, cystocele, contact dermatitis, sinus infection, common cold, blurring of vision, eyelid injury, enlargement of lymph nodes, chills, neck stiffness, elevated liver enzymes, tiredness, bronchitis, cholestasis intrahepatic, catarrh, oligomenorrhea, allergic reaction nos and bronchitis. Concomitant products included prednisone, salbutamol (albuterol) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced mood swings ("mood swings/hormonal changes: mood swings, severe exhaustion"). In 2015, the patient was found to have cervix carcinoma stage 0 (seriousness criterion medically significant) and weight increased ("weight gain/weight gain/loss (specify: weight gain)") and experienced stress urinary incontinence (seriousness criterion medically significant), fatigue ("severe exhaustion/ fatigue/fatigue"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache/head pain"), nausea ("nausea/nausea"), allergy to metals ("nickel allergy/nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/vaginal discharge"), respiratory tract infection ("constant respiratory infection/other injury or complications-please describe: constant respiratory infections") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder (seriousness criterion medically significant), asthenia ("weakness"), cough ("chronic cough"), urinary tract disorder ("urinary problem"), breast tenderness ("breast tenderness"), mood altered ("mooodiness"), uterine spasm ("uterine spasms"), loss of libido ("lack libido"), insomnia ("lack of sleep") and cardiac flutter ("fluttering"). The patient was treated with ibuprofen and surgery (autologous fascial sling, bladder surgery, endocervical bx; cold knife conization, endometrial curettage,autologous fascial sling and hysterectomy + salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, headache, breast tenderness, mood altered, uterine spasm and cardiac flutter was resolving, the bladder disorder, cervix carcinoma stage 0, stress urinary incontinence, asthenia, mood swings, urinary tract disorder, migraine, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, respiratory tract infection and abdominal pain outcome was unknown and the cough, nausea, loss of libido and insomnia had resolved. The reporter considered abdominal pain, allergy to metals, asthenia, bladder disorder, breast tenderness, cardiac flutter, cervix carcinoma stage 0, cough, dysmenorrhoea, fatigue, headache, insomnia, loss of libido, migraine, mood altered, mood swings, nausea, pelvic pain, respiratory tract infection, stress urinary incontinence, urinary tract disorder, uterine spasm, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Pregnancy test urine - on an unknown date: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: respiratory tract infection, cough, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: with follow up information received on (B)(6) 2019 this record was detected to be a duplicate to record # (B)(4) to which all information was transferred, then this duplicate record # (B)(4) will be deleted incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), bladder disorder ("bladder problem"), cervix carcinoma stage 0 ("adenocarcinoma in situ of the cervix/tumor/teratoma/cancer: type: adenocarcinoma of cervix") and stress urinary incontinence ("urinary incontinence/bladder or urinary problems or changes stress lead to urinary incontinence") in a 39-year-old female patient who had essure (batch no: b40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included sleep apnea (not recovered prior to essure) and nickel sensitivity (not recovered prior to essure). Concurrent conditions included morbid obesity, adenocarcinoma (endometrial curettage; endocervical bx; cold knife conization; autologous fascial slin), asthma, cystocele, contact dermatitis, sinus infection, common cold, blurring of vision, eyelid injury, enlargement of lymph nodes, chills, neck stiffness, elevated liver enzymes, tiredness, bronchitis, cholestasis intrahepatic, catarrh, oligomenorrhea, allergic reaction nos and bronchitis. Concomitant products included multivitamin, prednisone and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced mood swings ("mood swings/hormonal changes: mood swings, severe exhaustion"). In 2015, the patient experienced cervix carcinoma stage 0 (seriousness criterion medically significant), stress urinary incontinence (seriousness criterion medically significant), fatigue ("severe exhaustion/ fatigue/fatigue"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache/head pain"), nausea ("nausea/nausea"), allergy to metals ("nickel allergy/nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)", vaginal discharge ("vaginal discharge/vaginal discharge"), weight increased ("weight gain/weight gain/loss (specify: weight gain)"), respiratory tract infection ("constant respiratory infection/other injury or complications-please describe: constant respiratory infections") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder (seriousness criterion medically significant), asthenia ("weakness"), cough ("chronic cough"), urinary tract disorder ("urinary problem"), breast tenderness ("breast tenderness"), mood altered ("mooodiness"), uterine spasm ("uterine spasms"), loss of libido ("lack libido"), insomnia ("lack of sleep") and cardiac flutter ("fluttering"). The patient was treated with ibuprofen, surgery (hysterectomy + salpingectomy), surgery (bladder surgery), surgery (endocervical bx; cold knife conization, endometrial curettage,autologous fascial sling) and surgery (autologous fascial sling). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, headache, breast tenderness, mood altered, uterine spasm and cardiac flutter was resolving, the bladder disorder, cervix carcinoma stage 0, stress urinary incontinence, asthenia, mood swings, urinary tract disorder, migraine, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, respiratory tract infection and abdominal pain outcome was unknown and the cough, nausea, loss of libido and insomnia had resolved. The reporter considered abdominal pain, allergy to metals, asthenia, bladder disorder, breast tenderness, cardiac flutter, cervix carcinoma stage 0, cough, dysmenorrhoea, fatigue, headache, insomnia, loss of libido, migraine, mood altered, mood swings, nausea, pelvic pain, respiratory tract infection, stress urinary incontinence, urinary tract disorder, uterine spasm, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: respiratory tract infection, cough, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information was added. Event added: fluttering. Event outcome was updated for the event: coughing, moodiness, breast tenderness. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), asthenia ("weakness") and cough ("chronic cough"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pain, asthenia and cough outcome was unknown. The reporter considered asthenia, cough and pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.